Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a frayed joggle control cable at the distal main tube. The frayed cables stick outside of the distal main tube. There was no material missing as a result. The root cause of this failure is attributed to a component failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to frayed snake wrist cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) fenestrated bipolar forceps instrument had damaged to the tip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no fragment falling inside patient anatomy. The instrument will be returned to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.